Manufacturer narrative:
B3: event date unknown. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the pump displayed a cassette lock alarm. There was unknown patient involvement.

Manufacturer narrative:
One device was returned for repair with complaint of cassette lock alarm. No relevant evidence found the in the event history log. This device has not been serviced in the past. The reported problem, cassette lock alarm, was confirmed by functional testing. The cause is the latch/lock optic flex sensor. Replaced the latch/lock optic flex sensor to correct the issue. The device passed all functional tests after the repair.